Event description:
During a cataract extraction procedure, this bipolar adapter could not be used. Another adapter or generator was used to complete the procedure. Three adapters are being returned for eval.